Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was unresponsive. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The customer replaced the touchscreen and the unit was working properly and sent back to site with no additional complaints since the repair. Upon follow up with the biomedical engineer, no patient information is available.